Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated after analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Interrogation found the remaining longevity was not as expected; the device had been implanted for only three years, and the remaining longevity was three years. Device data was submitted to technical services for review. Engineering analysis found the power consumption in the device was higher than expected and would likely continue increasing. Device replacement was recommended. It was later reported the device was explanted and replaced about three weeks later. The explanted device was expected to be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated after analysis is completed.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Interrogation found the remaining longevity was not as expected; the device had been implanted for only three years, and the remaining longevity was three years. Device data was submitted to technical services for review. Engineering analysis found the power consumption in the device was higher than expected and would likely continue increasing. Device replacement was recommended. It was later reported the device was explanted and replaced about three weeks later. The explanted device was expected to be returned for laboratory analysis. No additional adverse patient effects were reported.